Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when a physician open a new 5076 lead he had noticed that the helix was partial extended. The physician had also noted this on several other packages and although no issue with leads was reported, was sending the information as an advisory.